Event description:
Medtronic received information that following the implant of a 29 mm edwards sapien transcatheter valve that was implanted valve-in-valve due to severe paravalvular leak (pvl), no reduction in pvl was noted. Subsequently, a vascular plug was inserted in the jet and reduced the pvl to mild. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)